Event description:
Boston scientific received info that the pt implanted with this right ventricular (rv) lead was seen in the hosp for dizziness and near syncope. Upon interrogation it was noted that there was intermittent capture on the rv lead with impedance changes from 610 to 500 ohms. Upon fluoroscopy review, dislodgement was noted. The physician elected to revise this lead. The rv lead was successfully repositioned and slack was added. This pt has complete heart block. No further pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.